Manufacturer narrative:
Corrections: MFR report # correction: the initial report had the incorrect number 3004721439-2025-01111 assigned in the manufacturer report number field. The correct report number is 2521402-2025-0111. The report has been identified as b. Braun medical international report number (B)(4). A sample was submitted to the manufacturer for evaluation. The sample underwent visual inspection, during which no defects or abnormalities were identified. Luer taper testing was performed with passing results. Additionally, the sample also was subjected to a leak test; the sample did not meet the required performance criteria at the blue patient connector. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformance's were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
According to the complainant, micro bubbles were observed in the streamline bloodline set. No patient complications were reported as a result of this event.